Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was alarming no delivery and motor error. The customer went through troubleshooting previously for these alarms and the errors were not resolved. The customer declined troubleshooting as they had already replaced the pump due to the alarms and errors they were receiving. The insulin pump will not be returned for analysis.